Event description:
Boston scientific crm received information that this chronic right ventricular (rv) defibrillation lead displayed intermittent high pace impedance. Impedance had gone from 350 ohms to 1000 ohms two months after the new competitor device was implanted. Thresholds were stable and sensing was good. The pocket was opened for further evaluation. The competitor representative tested each distal pin on the trifurcated lead via a unipolar configuration. Defibrillation negative and defibrillation positive showed impedance less than 200 ohms, which was expected given the size of the coils and surface area. However, the impedance for the distal rate/sense was in the 800 ohms range via a unipolar configuration. Thus, the helix or designated cathode wire was fractured. No adverse patient effects have been reported.

Manufacturer narrative:
The lead was surgically abandoned. A new competitor lead was successfully implanted. As the lead will not be returned, clinical observations cannot be confirmed. No additional information is available. Should any additional information related to this event become available, this event will be updated.